Event description:
Customer's meter is "broke". During a review of the system, it was determined that the alarm did not sound and that some segments seemed to be missing. The customer was asked to return the meter and a replacement was provided. The customer was invited to call 24/7 with any future questions or concerns.